Event description:
The device was used during a bariatric procedure. Reportedly, the staple line was incomplete. The surgeon reinforced with suture to complete the procedure. The hosp has reported no pt injury occurred.